Manufacturer narrative:
Upon receipt, the display on the insulin pump was frozen due to a problem isolated to the mother board. No tests on the bolus delivery could be performed due to the frozen display.

Event description:
The insulin pump was returned for analysis due to a complaint regarding the bolus delivery. Nothing further was reported.